Event description:
It was reported that the cement was placed in the canal, and the cement set too quickly.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.